Event description:
This is a spontaneous case report received from a lawyer in the united states 04-aug-2016, on behalf of an adult female plaintiff, who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2012. Shortly after undergoing the essure procedure, an hsg test was performed and plaintiff was advised that her coils were properly placed. However, plaintiff's post-procedure period has been marked by increasingly severe pain and discomfort, including heavy menstrual bleeding, chronic pelvic pain, chronic back pain, abdominal bloating, pain during intercourse, and chronic fatigue. Plaintiff never experienced any of these conditions prior to undergoing the essure procedure. Plaintiff subsequently sought treatment for her symptoms from multiple physicians, but was unable to resolve her symptoms. In or around 2013, plaintiff discovered she was pregnant and later gave birth to a child on (B)(6) 2014. In or around (B)(6) 2015, plaintiff underwent diagnostic imaging in an effort to determine the cause of her pain. Plaintiff's treating physician advised her that her essure coils had migrated out of her fallopian tubes. On or around (B)(6) 2016, plaintiff underwent a hysterectomy to have the essure coils removed. Plaintiff is prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively, and she has otherwise suffered serious and permanent injuries. Company causality comment: this non-medically confirmed spontaneous case report is under litigation. It refers to an adult female plaintiff who had essure (fallopian tube occlusion insert) inserted and more than 5 months later, she found out she was pregnant and later gave birth to a child. More than a year after delivery, she underwent a diagnostic imaging test that showed that essure coils had migrated out of fallopian tubes. Finally, almost 4 years after essure insertion, she underwent a hysterectomy to remove essure coils. Pregnancy with essure and device migration are listed in the reference safety information for essure. In this case, it is not clear if she became pregnant due to device migration or if device migrated due to pregnancy. Although the exact date of migration is unknown, considering both situations, a causal relationship between both events and essure insert cannot be excluded. Also, since the pregnancy occurred more than 3 months after essure insertion and the results of hsg were not provided, a causal relationship with essure therapy cannot be excluded (device ineffective). This case is regarded as incident since device removal was required. A product technical complaint analysis is being sought. Further information will be obtained through litigation process.

Manufacturer narrative:
Follow up information was received on 03-nov-2016: this adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Quality-safety evaluation: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device ineffective. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events or lack of efficacy cannot be totally excluded. However, the reported medical events and lack of efficacy are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Company causality comment: this non-medically confirmed spontaneous case report is under litigation. It refers to an adult female plaintiff who had essure (fallopian tube occlusion insert) inserted and more than 5 months later, she found out she was pregnant and later gave birth to a child. More than a year after delivery, she underwent a diagnostic imaging test that showed that essure coils had migrated out of fallopian tubes. Finally, almost 4 years after essure insertion, she underwent a hysterectomy to remove essure coils. Pregnancy with essure and device migration are listed in the reference safety information for essure. In this case, it is not clear if she became pregnant due to device migration or if device migrated due to pregnancy. Although the exact date of migration is unknown, considering both situations, a causal relationship between both events and essure insert cannot be excluded. Also, since the pregnancy occurred more than 3 months after essure insertion and the results of hsg were not provided, a causal relationship with essure therapy cannot be excluded (device ineffective). This case is regarded as incident since device removal was required. A product technical analysis concluded, as a product quality defect could not be confirmed but is considered plausible, a relationship with the reported medical events or lack of efficacy cannot be totally excluded. Further information will be obtained through litigation process.